Event description:
A customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the customer's device and verified the reported issue. The root cause of the reported issue was determined to be due to the audio amplifier, u54. The customer received a replacement device. Device was archived by stryker maastricht.